Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 suture of two ultra fast-fix could not be tightened while the implantation. Both t implants were removed with tweezers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed the device was returned in original packaging with the batch number of the complaint on the label. Device one: the t1, t2, and suture were returned on the needle. The t1 has been off the needle but the proximal end has been pushed back into the channel. The variable depth straw has been trimmed. Device two: the t1, t2, and suture were returned on the needle. The t1 has been off the needle but the proximal end has been pushed back into the channel. The variable depth straw has been trimmed. A functional evaluation on device one and two could not be performed since both the t1's are not seated into the channel correctly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair surgery, t1 of two fast fix did not hang into the articular capsule, but slip out with the inserter. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, it was specified that t1 did not hang into the articular capsule, but slip out with the inserter; therefore; there is no risk nor additional intervention needed to prevent an injury. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.